Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was r eported that the reason for call was pt mentioned they had been having issues with their spinal cord stimulator(scs) and the scs was shocking them in the back and cervical spine and the therapy was "not working right" since last week. Pt said they also got the message "device not found" on their controller when attempting to turn their therapy on and off because of the shocking issue. Pt said the "device not found" issue was intermittent. Pt said they had "chronic pain" and "too much was being placed on them" and they wanted to say that. Pt was calling to get mdt rep. For reprogramming. The patient was redirected to their healthcare provider to further address the issue. Pt was also provided the number to nas. Patient services specialist also suggested the pt call back if they are still experiencing issues with the "no device found" screen after the mdt rep. Reprograms them and the shocking and therapy issues were resolved. Pt was escalated and disconnect the call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.